Manufacturer narrative:
(B)(4). Method: two complaint rt340 breathing circuits were returned to fisher & paykel healthcare (fph) in (B)(4) and were visually inspected. Results: visual inspection revealed that the evaqua expiratory limb from one of the complaint circuits had a hole about 28cm from the proximal connector. A pressure test revealed that there was no fault with the second returned circuit. Conclusion: based on our visual inspection, the faulty expiratory limb appeared to have been punctured with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. - fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. Hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that several rt340 adult breathing circuits failed the leak test on an evita 4 ventilator when checked before use on a patient.